Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, dob & weight not provided for reporting. Additional product code: hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA not explanted. Device is not expected to be returned for manufacturer review/investigation. Concomitant device: 1x 472.100s / lot unk (pfna-ii ø9 xs 125° l170 tan). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a surgery on (B)(6) 2016. After the surgery, the patient was non-weight bearing for three weeks. Then, as the patient started taking one third load, the blade was cut out. The patient has congenital hip disease. The surgeon commented that the reduction defect during and after the surgery is the reason of the incident. The surgeon will extract implant, and after that bha (bipolar hip arthroplasty) will be operated. This complaint involves 1 part. Concomitant device: 1x 472.100s / lot unk (pfna-ii ø9 xs 125° l170 tan). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complained issue (the blade was cut out) could be confirmed based on the attached x-rays. No further investigation possible without returned material and without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.